Event description:
A consumer reported a hyperopic outcome following an intraocular lens (iol) implant procedure. The consumer reported that she cannot focus at distance or near since one week after the surgery. She reported difficulty cooking and has even walked into walls. The surgeon informed her that there was no problem with the lens. The consumer has since had second opinions at two different facilities and has seen five physicians. She was told during a second opinion that she had irregular astigmatism that was present on the preoperative/postoperative topographies and that the lens was placed at a tilt. These two facilities have calculated the preoperative measurements and have told her the lens implanted was too weak in power. The consumer stated "the right eye is not ready for cataract surgery and I cannot be fitted for glasses due to anisometropia." The consumer has reviewed the product info and stated "this lens should not have been implanted if I had the irregular astigmatism." At the request of the consumer the surgeon was not contacted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B)(4).